Event description:
It was further provided that the patient started exhibiting a loss of consciousness after he had started receiving itb treatment. The exact time the state started to appear was unknown. The causality between the event and itb treatment could not be denied. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that this patient received intrathecal baclofen (itb) therapy in a (B)(6) more than five years, during which the dose has been increased/decreased repeatedly. The patient¿s (itb) treatment was effective when it began, but according to the progression of the underlying disease, the effect was diminishing. In 2013, the patient consulted the physician as the patient was experiencing "loss of consciousness" more often, and it was diagnosed as "narcolepsy." As the frequency of loss of consciousness did not improve so far this year, the patient discussed again to the physician. This time the patient was told that it might be an effect of the drug, and the dose was decreased. Despite of the lower dose, the loss of consciousness did not improve and on the contrary the patient started experiencing an increase in the spasticity. Although the physician diagnosed the narcolepsy, the cause of the loss of consciousness was unknown. Hospitalization was not required. The outcome was reported as ongoing and not recovered. This was reported as related to the investigational drug but not related to the catheter, pump, programmer or procedure. This device system delivered gabalon with a daily dose of 260 g and reported as continuing. The doctor agreed to discuss further on this matter for more information at the representative¿s next visit to the facility. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Corrected information: please note that additional clarifying information was received which confirmed the initial alert date of this event was (B)(6) 2014 as originally filed.